Event description:
It was reported by patient's attorney as a result of a legal claim that allegedly the patient had bilateral hip replacement on (B)(6) 2014. It is further alleged that the patient had sustained injuries as a result of the defective devices. Right side.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown right accolade hip. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to manufacturer.